Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there were fixation issues with the right ventricular (rv) lead. Post implant, the lead exhibited ¿pacing shedding¿ on the heart monitor. An attempt was made to reposition the lead but it dislodged after repeated attempts. The lead was explanted and replaced. It was further reported that the replacement lead exhibited unstable thresholds post-operative. The replacement lead was capped and replaced. No patient complications have been reported as a result of this event.